Event description:
It was reported, that the patient was seen by paramedics at church for hypoglycemia. Blood glucose (bg) values dropped to 40 mg/dl, while wearing the pod between 4 and 24 hours. Symptoms include sweating, slurred speech and difficulty standing. For treatment, the patient was given a dextrose drink. The patient denies any recent changes in diet, exercise, or medication.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted, with the investigation results. We are unable to determine, if any product condition could have contributed to the reported paramedic services and hypoglycemia. Lot release records were reviewed. And the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would result in the over-delivery of insulin. The pod functioned as intended.